Event description:
Customer stated that the middle number on the display is missing part of the number. They cannot tell what the numbers are. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.